Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
The patient reported receiving a shock from the device. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.